Event description:
It was reported that during central processing, the insulation of the fenestrated bipolar forceps instrument wire was defective. There was no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the conductor wire insulation damaged on the bipolar yaw pulley near the silicone potting. There was no material missing and the conductor wires were exposed. The instrument has three remaining uses out of 14. The area around the damaged insulation was found to exhibit some indentations and gouging.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.